Event description:
Infusion device displayed battery depleted (e2) error without giving battery low (a2) alert first. This has occurred 3 times: (B)(6) 2010. Pt was using the correct type of battery and battery covers are changed regularly. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.